Manufacturer narrative:
Upon receipt at the (B)(4) laboratory, this device had no telemetry; therefore no memory download was able to be performed. External visual inspection noted the medical adhesive was separated between the case and header at the lead barrel end. The header was not loose. There was a hole in the ra+, lv+, and df+ seal plugs. All other seal plugs are intact. Thorough detailed analysis was performed and the device operated normally after power was applied to the circuit. The cause of the cell depletion was unable to be determined during laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific received information that patient reported hearing a whining sound coming form this cardiac resynchronization device (crt-d). An interrogation of the crt-d confirmed normal device operation. No fault codes were noted. It was, therefore, concluded that the reported tones were not coming form the device. The patient will be followed. Additional information indicates that the product was explanted and returned for an unknown reason.

Event description:
--